Manufacturer narrative:
Qn# (B)(4). The customer returned one sheath and one dilator separated adjacent to the hub. No pieces appear to be missing. Both the dilator body and the hub were returned. The returned components were visually examined with and without magnification. Visual examination revealed that the material at the point of separation on the dilator extrusion shows white discoloration indicative of material stretching. The same discoloration is visible at the point of separation on the hub. Microscopic examination confirmed the white coloring, as well as stress marks. The returned dilator was separated from the hub 12.83 in from the distal tip, and the returned hub measured to be 0.78 in. Both are within specifications, indicating no parts of the dilator are missing. A device history record (DHR) review was performed with no relevant findings. The IFU warns the end user: do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary. (Con't). The customer returned one separated dilator and sheath for investigation. Visual and microscopic examination revealed white discoloration at the point of separation indicative of overstressed material. Therefore, based on the customer report of forceful use and th e condition of the returned sample, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the dilator was broken all of a sudden. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator was broken all of a sudden. A new set was used and the procedure was completed successfully.